Manufacturer narrative:
Exact date unknown; reported as happening in 2015 device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: january 05, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that sometime in 2015 (exact date unknown), the devices were stuck together. There was no delay and no patient impact. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the blade is jammed within the lmpactor and the protect sleeve. It is impossible to detach all devices from each other. There are marks and scratches visible on the surface of all three devices. Furthermore we found strong hammer marks on the metallic part at the top of the handle. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing review shows that the production procedure, of all above received devices, was according to the specifications and there were no issues that would contribute to this complaint condition. Due to the jamming position of the blade we can confirm, that blade was not inserted aligned into the protection sleeve (marking on the protection sleeve). This occurrence in combination with excessive force application on the impactor hence resulting in jamming of all devices. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.